Manufacturer narrative:
The device was received by resmed (B)(4) and an evaluation was performed. The evaluation observed that the green light indicator in the psu was not on. It was determined that the psu was faulty. The power supply was replaced, the device was serviced and returned to the customer. (B)(4).

Event description:
It was reported to resmed (B)(4) the astral power supply unit (psu) was faulty. There was no patient injury reported as a result of this incident.